Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been having atrial fibrillation (af) ever since the previous implantable pulse generator (ipg) was replaced with a new one. The patient indicated the physician was not concerned and the ipg remains in use. No further patient complications have been reported as a result of this event.